Event description:
It is reported that preloaded monofocal intraocular lens (iol) was destroyed - did not touch patient. The product is being returned. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is between 02/26/2023 and 08/21/2023. Section d6a: if implanted, give date: not applicable section d6b: if explanted, give date: not applicable section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.